Event description:
The customer was hospitalized for high bgs. It was informed that the dr does not know what is causing pt's high bgs, but he pointed to the pump because pt's bgs were fine with insulin drip and went back up when pt is on the pump. The programming and histories on the pump were correct. Troubleshooting was performed. No insulin came out during the fixed prime. Instructed the customer to change the set. A fixed prime was performed and the insulin exited. A replacement pump was requested.